Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time (CT). The device belongs to the midlife display of replacement indicators advisory; therefore, could be exhibiting the advisory behavior. To date, there have been no reported adverse patient effects related to this clinical observation.